Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the device was not powering on. The philips has sent quote for evaluation and repair service to customer however customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.